Event description:
End user advised ansell healthcare llc via telephone that while using a lifestyles large skyn condom she had a burning sensation that felt as if she was on fire. This required a visit to the ER where she was administered a cortisone and toradol shot.

Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products llc, is submitting this report on behalf of (B)(4).